Manufacturer narrative:
E1: patient city: (B)(4). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced an event of high blood glucose level and infusion set detachment on (B)(6) 2024. Blood glucose level was 500 mg/dl at the time of the event. Patient was hospitalized. No further information was available.